Event description:
It was reported that a spectrum pump had failed flow accuracy five times during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed flow rate accuracy did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification during flow testing and no correction required. Should additional relevant information become available, a supplemental report will be submitted.